Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no confirmation of the no image could be done, so no root cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated on-site by an olympus, and the customer¿s allegation was not confirmed or able to be reproduced. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while connecting the visera elite video system center to the hd autoclavable camera head. The issue occurred during reprocessing, the intended procedure was completed with a similar device and there was no patient harm associated with the event.